Event description:
Event description guidant received inforamtion that this device was exhibiting end-of-life indicators. It was reported that the patient was pacemaker dependent. Additionally, a device memory disk is enroute for analysis in response to a recent safety communication that was issued on may 12, 2006 for this device model.